Manufacturer narrative:
Concomitant medical products: lnq11 linq, implanted: (B)(6) 2015. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient was experiencing pain until implantable pulse generator (ipg) reprogrammed. Device remains in use. No further patient complications have been reported as a result of this event.